Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (bleeding b/w periods)') in a 37-year-old female patient who had essure (batch no. 623225) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), blood loss anaemia ("anemia"), dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("menorrhagia (bleeding b/w periods)"), genital haemorrhage ("abnormal bleeding (general)"), migraine ("migraines / headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), procedural pain ("pain after placement"), pelvic pain ("lower pelvic left pain") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salping. (Bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the menorrhagia, blood loss anaemia, dysmenorrhoea, metrorrhagia, hormone level abnormal, genital haemorrhage, migraine, nausea, dyspareunia, fatigue, procedural pain, pelvic pain and alopecia outcome was unknown. The reporter considered alopecia, blood loss anaemia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain and procedural pain to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2010, (B)(6) 2010, (B)(6) 2009 (right) and (B)(6) 2009 (left tube). Plaintiff received treatment for menorrhagia (bleeding b/w periods), dysmenorrhea (cramping), anemia. Left: 4 coils. Plaintiff did not undergo confirmation test. (Discrepancy noted) essure sterilization of left tube only. Have you had your essure (or any part of the device) removed? No. (Discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: left fallopian tube, patent, which appears normal. Right fallopian tube is occluded. Focal outpouching of the right fundus of the uterus.; on (B)(6) 2010: left essure placement shows occlusion of the left fallopian tube with no spill. Most recent follow-up information incorporated above includes: on 3-mar-2020: pfs and mr received: events: "hormonal changes, abnormal bleeding (general), migraines / headaches, nausea, dyspareunia (painful sexual intercourse), fatigue, pain after placement, lower pelvic left pain and hair loss", reporter, lot number, medical history, lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (bleeding b/w periods)') in a 37-year-old female patient who had essure (batch no. 623225) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), blood loss anaemia ("anemia"), dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("menorrhagia (bleeding b/w periods)"), genital haemorrhage ("abnormal bleeding (general)"), migraine ("migraines / headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), procedural pain ("pain after placement"), pelvic pain ("lower pelvic left pain") and alopecia ("hair loss") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salping. (Bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the menorrhagia, blood loss anaemia, dysmenorrhoea, metrorrhagia, hormone level abnormal, genital haemorrhage, migraine, nausea, dyspareunia, fatigue, procedural pain, pelvic pain and alopecia outcome was unknown. The reporter considered alopecia, blood loss anaemia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain and procedural pain to be related to essure. The reporter commented: discrepancy noted in essure insertion date -(B)(6) 2010, (B)(6) 2010, (B)(6) 2009 (right) and (B)(6) 2009 (left tube). Plaintiff received treatment for menorrhagia (bleeding b/w periods), dysmenorrhea (cramping), anemia. Left: 4coils. Plaintiff did not undergo confirmation test. (Discrepancy noted) essure sterilization of left tube only. Have you had your essure (or any part of the device) removed? No. (Discrepancy noted) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: left fallopian tube, patent, which appears normal. Right fallopian tube is occluded. Focal outpouching of the right fundus of the uterus.; on (B)(6) 2010: left essure placement shows occlusion of the left fallopian tube with no spill. Lot number: 623225 manufacturing date: 2009-03, expiration date: 2012-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-mar-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (bleeding b/w periods)') in a 37-year-old female patient who had essure (batch no. 623225) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), blood loss anaemia ("anemia"), dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("menorrhagia (bleeding b/w periods)"), genital haemorrhage ("abnormal bleeding (general)"), migraine ("migraines / headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), procedural pain ("pain after placement"), pelvic pain ("lower pelvic left pain"), alopecia ("hair loss"), premature menopause ("pre menopause") and hot flush ("hot flashes") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salping. (Bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the menorrhagia, blood loss anaemia, dysmenorrhoea, metrorrhagia, hormone level abnormal, genital haemorrhage, migraine, nausea, dyspareunia, fatigue, procedural pain, pelvic pain, alopecia, premature menopause and hot flush outcome was unknown. The reporter considered alopecia, blood loss anaemia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, hot flush, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, premature menopause and procedural pain to be related to essure. The reporter commented: discrepancy noted in essure insertion date -(B)(6) 2010, (B)(6) 2010, (B)(6) 2009 (right) and (B)(6) 2009 (left tube). Plaintiff received treatment for menorrhagia (bleeding b/w periods), dysmenorrhea (cramping), anemia. Left: 4coils. Plaintiff did not undergo confirmation test. (Discrepancy noted) essure sterilization of left tube only. Have you had your essure (or any part of the device) removed? No. (Discrepancy noted) date(s) of insertion: (B)(6) 2009 ( as per pfs discrepancy noted ). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: left fallopian tube, patent, which appears normal. Right fallopian tube is occluded. Focal outpouching of the right fundus of the uterus.; on (B)(6) 2010: left essure placement shows occlusion of the left fallopian tube with no spill; on (B)(6) 2010: left side occluded. Lot number: 623225, manufacturing date: 2009-03, expiration date: 2012-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2020: pfs received- new events pre menopause, hot flashes were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (bleeding b/w periods)') and blood loss anaemia ('anemia') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), blood loss anaemia (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)") and metrorrhagia ("menorrhagia (bleeding b/w periods)"). The patient was treated with surgery (salping. (Bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the menorrhagia, blood loss anaemia, dysmenorrhoea and metrorrhagia outcome was unknown. The reporter considered blood loss anaemia, dysmenorrhoea, menorrhagia and metrorrhagia to be related to essure. The reporter commented: plaintiff received treatment for menorrhagia (bleeding b/w periods), dysmenorrhea (cramping), anemia. Quality-safety evaluation of ptc: unable to confirm complaint. On (B)(6) 2019: plaintiff fact sheet received: event injury was updated to events: menorrhagia (bleeding b/w periods), dysmenorrhea (cramping), anemia. Essure implant and explant date were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.